Event description:
A customer reported an issue with a tandem mobi cartridge alarm that occurred during the loading process. However, there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. The customer was unable to reload the original cartridge but was able to successfully load a new one and resume insulin therapy. After further troubleshooting, pump replacement was recommended. The customer was informed about the need to return the faulty pump to avoid charges and advised on how to connect their continuous glucose monitor (cgm) to the replacement pump.